Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted, and patient was doing well postoperatively. The explanted ipg will not be returned as it was kept by facility.